Manufacturer narrative:
The insulin pump alarmed error during basic occlusion test due to faulty force sensor resistor. The insulin pump had cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with compromised force sensor system alarm. The customer states the alarm prompts and the device begins to count down and restarts. The customer's blood glucose level at the time of incident was unknown. The customer's most current level was 213mg/dl. Troubleshoot was conducted. The customer was advised to discontinue use of the device, and that it would have to be replaced and returned for analysis.